Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID neu_stylet_acc, serial# unknown, product type: accessory. (B)(4). Analysis of the lead (s/n (B)(4)) showed no anomaly found.

Event description:
It was reported that during intraoperative testing of a permanent implant on (B)(6) 2014, high impedances of greater than 40,000 were found on electrodes 12, 13, 14, and 15. The patient could not feel any stimulation and never received therapeutic effect from those electrodes during intraoperative testing, even at 10.5 volts. Troubleshooting was performed including: x-rays, reprogramming, and the placement of the lead into the test cable was checked several times but the error was not remedied. Once a new lead was placed everything was resolved and a faulty lead was determined to be the cause of the issue. At the time of the report the patient was alive with no injury.